Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code and blank screen, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the AED has not been returned and the cause of the complaint is not known.